Event description:
It was reported that a spectrum pump had an occlusion alarm. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to and evaluated by baxter. The downstream occlusion alarms were confirmed and reproduced during eval, and were caused by a failed downstream sensor. The failed downstream sensor was replaced.